Manufacturer narrative:
Upon receipt of the sample, an investigation will be completed. The results of this investigation will be forwarded to the FDA via a follow up MDR.

Event description:
Uvc inserted into umbilicus - able to advance to a high line by dr with good blood return. Upon xray to check for placement, uvc was noted to be coiled in liver. Line pulled back & inserted to a low line. Upon xray it was noted that the uvc was again coiled. Line pulled as unable to insert to correct placement without being coiled. A similar event happened the previous week with the uvc catheter coiling in liver despite good blood return.